Event description:
The deltaplush cerecyte coil could not be pushed out from the transit (0.021) microcatheter. During product analysis it was noted that the coil was damaged.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs that are being submitted for patient identifier (B)(6). Complaint conclusion: the deltaplush coil was received unsheathed and unprotected. The sheath and the device positioning unit (dpu) were returned completely separated from each other. Located off the ball tip, the fourth and last secondary windings were damaged. The coil damaged includes buckling and compression. The microcatheter was not returned for analysis. The microcoil was not returned for analysis and the lot number of the device was unknown. The proximal end of the coil was buckled and severely damaged. The evidence suggests that distal interference contributed to the coi being unable to be pushed out of the microcatheter. The exact source of this interference cannot be determined. A possible contributing factor to the complaint event may have been the selection of an incompatible 18 series microcatheter that was used with a 10 series microcoil system during the procedure. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.